Event description:
The rptr stated that his wife did back to back blood glucose tests, 10 minutes apart, using separate fingersticks, and got results of 445, 58, and 83 mg/dl. She did not have any symptoms. During follow-up, the rptr stated that he had left the cap off the bottle of test strips all day and that the strips had dried out. He said that he had taken the meter to a local hosp to have it checked and they informed him about correct strip storage; did not report results. No control solution test was done due to unavailability of supplies.